Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated the unit has low o2 and no alarms.

Manufacturer narrative:
Unit repaired by independent repair center. Per independent repair center, there is no indication on the irs of any malfunction of the alarm system. Compressor would not function on first verification test. Compressor replaced and unit passed final test.

Event description:
The dealer stated the unit has low o2 and no alarms. (B)(6), unit repaired by independent repair center. Per independent repair center irs received (B)(6) 2015, no indication on the irs of any malfunction of the alarm system. Compressor would not function on first verification test. Compressor replaced and unit passed final test.